Manufacturer narrative:
The device was returned with the introducer and pusher for analysis; the implant coil was not returned. The pusher was noted to have numerous kinks on its surface near the gold connector, the middle section of hypotube, the epoxy e2, and the pet transition. The heater coil section appeared compressed, and strain relief was noted to be folded. The monofilament attachment zone at the distal section was observed and dissected to investigate the attachment tether shape and its rebound length. The rebound length of the monofilament was measured to be 0.169,' and the shape resembled that of a stretched tail. Based on the investigation, the detached coil can be confirmed. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification.

Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned; therefore, a product analysis was not performed. The root cause cannot be determined.

Event description:
It was reported that during a balloon assisted embolization procedure, resistance was encountered while advancing the coil in the microcatheter. During removal, the coil detached in the microcatheter. Both segments of the coil were removed along with the microcatheter in their entirety. There was no reported intervention or patient injury. The patient was reported to be doing fine post procedure.